Manufacturer narrative:
On (B)(6) 2016, our us branch informed us of the reception of a medwatch form concerning one of our polaris valve, spva. This valve was used by the (B)(6) hospital in (B)(6). According to the report, the valve was not working before being used on a patient. A new valve was implanted instead. We contacted the hospital for additional information because we cannot make an analysis of the situation with such little information, but no concrete information could be provided. We asked for the device to be returned for quality testing but it had already been discarded. Therefore, providing explanation regarding the malfunction would only be speculative. Device discarded by the user.

Event description:
The valve was not working during testing before being used with the patient. Md requested a new valve, and no harm/injury occured.